Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7082272 . Product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7081838. Product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6). Batch: 5002551. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c batch: 33572841 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c batch: 32697195.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection on their scalp and was experiencing purulent discharge. The patient had their entire system explanted. A culture was taken that revealed that the patient had developed staphylococcus aureus. The patient was administered antibiotics and was doing well postoperatively. The devices were retained by the medical facility.